Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was locked. A field service engineer inspected the device and checked the wiring and mini switches, replaced the wiring, and greased the switches. The customer ran inventory tests and verified that everything was working properly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was locked. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.